Event description:
It was reported that this right atrial (ra) lead was repositioned due to an increased capture threshold and a reduction in sensing value. This rv lead remains in service. No additional adverse patient effects were reported.